Event description:
It was reported that during a mid circumflex stenting procedure, after the lesion was angiosculped, the 2.5x12mm trek rx balloon dilatation catheter was advanced into the circumflex, but would not cross the lesion in the mid circumflex. Reportedly, there was no tortuosity or calcification and there was minimal torquing of the device in the attempt to cross the lesion. As the device was being removed, it separated at the hypotube outside the body. Reportedly, there was no resistance when removing the device. The separated portion of the device was removed with the guiding catheter as one unit. There was no intervention performed. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.